Event description:
Consumer complaint of low blood glucose results. Results from memory indicated a result of 58mg/dl. Caller states his glucose is normally 90-110mg/dl. No adverse event reported. Other memory results: 85mg/dl, 70mg/dl, 95mg/dl, 72mg/dl.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).